Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery pack was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported a precharge voltage error message and the sys would not boot up. There is no report of pt injury.